Event description:
Procedure type: lap gastric bypass. According to the reporter: endostitch would not open to reverse suture. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).